Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video cholecystectomy procedure, the device showed leakage of co2. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the d11lt device was returned with the reset button armed. Upon evaluation of the device, the universal seal was found to be slightly open. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.